Event description:
It was reported that, "during the surgery, the surgeon could not connect the patella reamer with the reamer shaft because, it was too loose. However, he used them to ream the pt's patella without changing another devices."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.